Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the placement of a pacemaker. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when retracting the lock line (ll) resistance was felt and a knot was noted. The ll was pulled harder and the knot loosened and the clip was deployed. The patient was then cardiovascularized causing a short cardiac arrest which was treated with medication. A second clip was implanted, then a temporary pacemaker was placed. A pneumothorax was suspected after the implantation of the pacemaker. The patient had a pericardial effusion, which was not treated. Per the physician, the pneumothorax and pericardial effusion were not related to the mitraclip devices. The procedure was completed with the mr reduced to 2. After the procedure, the patient received a blood transfusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported bradycardia. Bradycardia is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
Subsequent to the initially filed medwatch report, additional information was received. After the second clip was implanted, the patient experienced bradycardia, which was treated with implantation of the pacemaker. No additional information was provided.